Event description:
Pt reported having an elevated blood glucose reading on (B) (6) 2010 of 'hi'. Pt stated she took a correction with her insulin pen; was successful. Pt reported an elevated blood glucose reading on (B) (6) 2010 of 'hi', took a correction with her insulin pen. Pt stated she felt sick, so she drove to the hospital. Pt was admitted to the hospital from (B) (6) 2010 - (B) (6) 2010. Pt reported being in the ICU from (B) (6) 2010-(B) (6) 2010. Pt is currently using her backup infusion device and her blood glucose is ok at this time. Pt's normal blood glucose range is 120-140 mg/dl. Pt reported testing positive for ketones. Pt stated her last hba1c was 10% (278 mg/dl). No further info is available. Requested return of the alleged infusion device for eval.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.